Event description:
I had a total knee replacement on the above date and since that time the depuy unit has had to be readjusted on (B)(6) 2016 and again on (B)(6) 2017. It appears that it is going to have to be readjusted again.